Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements; the event outcome is unknown as of this MDR evaluation.